Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd881425, gd879908 and gd879163) and no issues were found related to the reported condition during the manufacture of those lots. The root cause of this incident was not determined.

Event description:
This is a spontaneous report by a nurse in the USA of not feeling well and peritonitis with culture positive for gram positive strep in a (B)(6) female coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. In (B)(6) 2011, the patient reported not feeling well and noticed her drain bag had cloudy fluid. The patient's nurse reported, on (B)(6) 2011, the patient experienced peritonitis, manifested by not feeling well and cloudy peritoneal fluid, and was hospitalized. Treatment for the peritonitis included vancomycin (therapy dates, dose, and frequency not reported) intraperitoneally. The patient was discharged on an unreported date in (B)(6) 2011, and was recovering from the peritonitis. The outcome for not feeling well was not reported. Dianeal therapy was ongoing. Per the nurse, the bacterial peritonitis was not related to dianeal therapy. The nurse did not provide an opinion of causality for not feeling well.